Manufacturer narrative:
Evaluation results: the product evaluation laboratory received on double (dpt) vamp adult kit. The kit appeared to be unused. Examination of the device revealed that the tubing was detached from the solvent bond to the lower tube of the z-site, which was attributed to the tubing bonding process. Measurements of the tubing's outer diameter, z-site tube housing, bottom inner diameter to the z-site housing and top inner diameter of the z-site housing were within engineering specifications.

Event description:
It was reported that there was a tubing defect observed before use. No other details were forthcoming.